Event description:
"Esophageal fistula due to graft infection: the physician informed us that the relaypro stent-graft had been removed from the patient. It was confirmed that the patient who underwent surgery around last august had an esophageal fistula due to graft infection. Esophagectomy (probably) and descending aortic replacement were performed. The causal relationship with the product is unknown. *for the date and details of the surgery, the sales representative is planning to visit the physician the week after next. Additional information obtained on september 13: date of surgery: august 23 physician's view: the patient originally had mediastinitis, followed by esophageal fistula, which led to stent-graft infection. Therefore, this removal surgery was not caused by the stent-graft. Operation type: tevar blood loss: unknown no image available no pre-case plan available additional information will be able to be obtained ((B)(4))" patient outcome - "the patient recovered."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Esophageal fistula due to graft infection: the physician informed us that the relaypro stent-graft had been removed from the patient. It was confirmed that the patient who underwent surgery around last august had an esophageal fistula due to graft infection. Esophagectomy (probably) and descending aortic replacement were performed. The causal relationship with the product is unknown. *for the date and details of the surgery, the sales representative is planning to visit the physician the week after next. Additional information obtained on september 13: date of surgery: (B)(6). Physician's view: the patient originally had mediastinitis, followed by esophageal fistula, which led to stent-graft infection. Therefore, this removal surgery was not caused by the stent-graft. Operation type: tevar. Blood loss: unknown. No image available. No pre-case plan available. Additional information will be able to be obtained. (Tc#(B)(4) )." Patient outcome - "the patient recovered."